Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6)2022. And (B)(6)2022. Unique identifier: (B)(6). Legal manufacturer: hcs madison - (B)(4).